Manufacturer narrative:
One 20051e sample was received for investigation without packaging, with residual blood throughout. Additionally a 5ml bd posiflush syringe was received connected to the female luer component to assist the investigation. A visual inspection did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to pressure testing, which confirmed the customer's experience; leakage was observed from the joint of the female luer component. A closer inspection identified an inconsistent amount of solvent at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance it is likely that an inconsistent amount of solvent had been applied to the joint during the assembly process. This is a manual process and is likely to have occurred due to human error. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 20051e set in the past 12 months. H3 other text : see section h.10.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient as this occurred prior to patient use. No user harm reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient as this occurred prior to patient use. No user harm reported